Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, valve-in-valve into a previously implanted non-medtronic valve, upon implant one of the leaflets did not coapt, which resulted in severe central aortic regurgitation. A post-implant balloon aortic valvuloplasty (bav) was performed twice, but the regurgitation remained. Subsequently, a second 29mm valve was successfully implanted and the regurgitation resolved. It was noted that no issue was noted during preparation or delivery of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Transesophageal echocardiogram (tee) videos submitted for review confirmed there was aortic regurgitation present on the color doppler. The regurgitation was moderate to severe; however, the imaging provided cannot confirm that it was from leaflet(s) not working properly. There was no evidence of post-implant balloon aortic valvuloplasty (bav) or a second valve implanted on the imaging provided. Aortic regurgitation can be caused by valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. From the limited information available, no moving cine images to review and no device returned for evaluation, the reported of subsequent regurgitation and leaflet not working properly, was not able to be fully assessed and a conclusive cause for this event could not be determined. It should be noted that additional post-implant bav was conducted after the valve was implanted. The balloon size is unknown, and it is unknown if the balloon was potentially over-inflated or other conditions present during the procedure. Per the device instructions for use (IFU), ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." There was no information to suggest a device quality deficiency related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.